Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to difficulty charging the implantable pulse generator (ipg), patient also wanted (magnetic resonance imaging) MRI access. No adverse patient effects were reported. The device will not be returned as they were disposed per facility.